Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens and clear residue and debris on the lens surface. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.0/+1.0/072 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vault, elevated iop. On (B)(6) 2017 the lens was exchanged for a vicmo lens with the same size and different diopter. The problem was resolved. As of the date of MDR submission, the lens has not been returned.